Event description:
The company received a call from a medical center indicating that the tip of an optical fiber broke off when during a laser procedure. The laser was not manufactured by biolitec. Biolitec manufactures the optical fiber delivery system. Follow up with the center indicated that the pt is doing fine. The co is reporting this incident to FDA in the spirit of the MDR regulation.